Manufacturer narrative:
Product complaint (B)(4). Batch # r5ap6j. Device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria.the event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Was the surgeon aware of the recall prior to using the device? What led the surgeon to perform a diversion? Were there any issues with device performance? Please explain what is the current status of the patient? Response: the surgeon was not aware of the affected product that was in recall. I stopped in toward the end of the case to follow up and noticed that it was an affected product. Once she learned that, she decided to do a diversion. Product functioned as intended, donuts were good, two pieces of washer were visible, and it passed an air leak test. Diversion was precautionary due to the recall. No patient harm has been reported since.

Manufacturer narrative:
Product complaint # (B)(4). Corrected data: device evaluation summary updated. Updated device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. No washer was returned for analysis, but the manufacturing batch information was reviewed. It was confirmed that the device was manufactured within the bounding time period of the field action, however because the anvil and washer were not returned we cannot confirm if the device exhibited behavior associated with the field action. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Was the surgeon aware of the recall prior to using the device? What led the surgeon to perform a diversion? Were there any issues with device performance? Please explain. What is the current status of the patient?

Event description:
It was reported that during a low anterior resection completed with temporary ileostomy on a patient, having found out that the ecs29a was in recall, the surgeon decided to perform a diversion, taking the left colon, coming proximal to the anastomosis, creating a stoma, essentially bypassing the anastomosis, and creating a temporary colostomy.